Event description:
Complainant alleged that the staff was attempting to defibriilate a pt (age and gender unk) using the device's multi-function cable. The device discharged on the first attempt to shock the pt, but on the second defibrillation attempt, the device would not discharge. The clinicians were able to obtain another device to treat the pt. There was no adverse effect on the pt as a result of the reported malfunction.